Event description:
It was reported that the patient needed to recharge twice a day to keep it charged and their healthcare provider (hcp) wants to do an x-ray because they think the ins has flipped over but the patient said they do not think it has flipped. No symptoms were reported. Redirected to the doctor to address recharge frequency and ins position. See (B)(4) for the patient programmer issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.